Event description:
It was reported that during an unknown procedure, the staples were unformed at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.